Manufacturer narrative:
Date sent to the FDA: 03/24/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-00326 and 2210968-2011-00327. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a cesarean section procedure on (B)(6) 2011 and suture was used. During the procedure, the needle broke off of the suture. Another like device was used with no adverse pt consequences reported.